Manufacturer narrative:
Based on the on site evaluation, the sales representative observed the use of old, faulty leak testers that were flooding several scopes. The cause was attributed to a maintenance/test issue. All electronics were working as expected. No further information was reported.

Event description:
The customer reported to olympus device was receiving b30 errors. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was communication interruption due to the presence of inappropriate material attached to the scope connector contacts on the scope side. As stated in the instructions for use, as a preventive measure, "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."